Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 50-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history and comorbidities were not shared. The patient was supported by the cp for 2 days when the patient was to be transferred from the community to the tertiary center for escalation and advanced medical care, such as the impella 5.5 pump and/or ECMO. The transfer was unable to be performed and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: ppae (cardiac failure): the cause of the injury was not determined due to insufficient clinical details.